Manufacturer narrative:
(B)(4). Medwatch report number: mw5113934.

Event description:
It was reported on (B)(6) 2022 "the tip of the [arterial] line catheter break off in the patient." Catheter tip had to be "removed from inside the patient". "Catheter piecve was removed" no patient injury or harm reported. Patient condition reported as "fine". Complaint from medwatch received on (B)(6) 2022 states: the patient was undergoing the placement of an a-line in the right foot. Dorsalispedis artery. The aline as being placed utilizing ultrasound guidance. During a-line placement, wire threaded smoothly but resistance was met when threading the catheter. The a-line catheter unfortunately became lodged and the needle was unable to be removed easily. It was noted that the distal portion of the aline catheter had sheared off and was palpable in the subcutaneous tissue. The patient had to have the retained portion of the catheter surgically removed.

Event description:
It was reported on 13 dec 2022 "the tip of the [arterial] line catheter break off in the patient." Catheter tip had to be "removed from inside the patient". "Catheter piece was removed" no patient injury or harm reported. Patient condition reported as "fine". Complaint from medwatch received on 29 dec 2022 states: the patient was undergoing the placement of an a-line in the right foot. Dorsalispedis artery. The aline as being placed utilizing ultrasound guidance. During a-line placement, wire threaded smoothly but resistance was met when threading the catheter. The a-line catheter unfortunately became lodged and the needle was unable to be removed easily. It was noted that the distal portion of the aline catheter had sheared off and was palpable in the subcutaneous tissue. The patient had to have the retained portion of the catheter surgically removed.

Manufacturer narrative:
(B)(4). Medwatch report number mw5113934. The customer returned one, opened ra kit for analysis. Signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that a portion of the catheter was still located over the needle cannula. The catheter body was severed around the middle of the extrusion. The severed portion was not returned for analysis. Microscopic examination of the point of separation revealed that the edges were smooth and angled. No evidence of stretching of the catheter body was observed. The appearance of the damage is consistent with damage resulting from contact with the needle bevel during use. It was also noted that the guide wire was completely advanced through the needle cannula and was kinked directly adjacent to the needle bevel. The customer was contacted to determine if they were aware of the kinking. They indicated that they did in fact notice kinking on the guide wire during removal; however, they were unaware when this occurred as the guide wire appeared to advance with little to no difficulty. Based on this, it is being assumed that the damage to the catheter results in any damage to the guide wire. The point of separation on the catheter body measured 22mm. The catheter body could not be accurately measured as the severed half was not returned for analysis. The catheter body outer diameter measured .0455", which is within the specification limits of .0440"-.0470" per the catheter extrusion product drawing. The catheter body inner diameter (at the point of separation) measured .031", which is within the specification limits of .031"-.034" per the catheter extrusion product drawing. In order to take measurements of the needle cannula, the guide wire was retracted back through the cannula. The cannula outer diameter measured .028", which is within the specification limits of .028"-.0285" per the cannula product drawing. The cannula inner diameter at the bevel end measured .020", which is within the specification limits of .019"-.0205" per the cannula product drawing. The catheter body was advanced off the needle cannula. Minor resistance was observed due to a build-up of biological material between the catheter and cannula. This biomaterial was removed, and the catheter was able to be re-advanced and re-deployed off the cannula with little to no difficulty. It was also noted that the catheter hub was able to snap on and off the needle protection cap. Performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter/needle protection assembly, over guidewire into vessel". The complaint sample was sent to the wyomissing facility for additional testing. They confirmed that the failure mode appears consistent with damage due to unintentional use error (contact with sharps). A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage. Do not attempt to remove needle protection assembly from needle". The report of catheter separation was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed around the middle of the extrusion. Microscopic examination revealed that the edges of the separation were smooth and angled and appeared consistent with damage resulting from contact with the needle bevel. Dimensional analysis on the catheter body and cannula revealed that the outer/inner diameters were within the specification limits. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.